Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with a competitors product return form with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further outer insulation was breached cut and apparent explant damage was present. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was also noted that the distal conductor had blood/body fluid present (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source with a competitors product return form with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further outer insulation was breached cut and apparent explant damage was present. (B)(4): the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was also noted that the distal conductor had blood/body fluid present (not obstructed).

Event description:
(B)(4).